Event description:
In 2009, patient's husband reported wife had a high reading of 542 mg/dl this morning. He stated patient disconnected infusion device and attempted bolus to see if insulin was flowing out of infusion tubing; no insulin was flowing out of tubing. Patient reported no error messages at any time. Patient reported she injected 8 units of insulin to self treat. Husband reported that he believes that insulin was not being delivered throughout the night. Patient stated, she did hear some sort of alarm in the middle of the night. Unable to confirm what this sound was. Husband reports patient has been receiving only elevated readings today. Insulin not always allowed to warm to room temperature, taken directly out of the refrigerator. Advised patient to always allow insulin to warm to room temperature. Husband stated battery, battery cap, cartridge, adapter, and infusion set were all changed brand new as of the day prior to report, before patient went to bed. He reports insulin cartridge appears completely empty at this time. Husband states he accidentally reinstalled an empty insulin cartridge last night. Assisted patient with install of new full insulin cartridge, completed change cartridge function, and primed infusion set. Husband stated no other assistance required at this time. The patient did not require medical assistance from a healthcare professional or second party to address the issue. No product return was requested.

Manufacturer narrative:
No product will be returned for evaluation.